Manufacturer narrative:
1. DHR/bhr review(lot#4351729): 1)this batch of products were assembled at intima ii auto line 4 in dec 2024, and packaged at cfs package line in jan 2025. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. The customer returned 3 photos and no defective samples. Photo shows: the sku is (B)(4), the batch code is 4081481. The extension tube of the sample is cracked and leaking. 3. Performed 45psi leakage test for the retained samples of this batch, and no complaint defects are found. 4. Sku#(B)(4) is an intima ii product (pvc extension tubing). The intended use for the bd intima ii product is the intravascular administration of fluids. The maximum pressure the product can withstand is 45 psi (300kpa), and this product has never been declared to be used for high-pressure injection. If the instantaneous pressure through the product exceeds 45psi, the pvc extension tubing has the defects probability of expansion and burst. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photo shows the broken state of the extension tubing, and since the product is not suitable for high pressure injection, the root cause of this defect is related to the user end. Customers are advised to use suitable products.

Event description:
No additional information available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 20gax1.16in prn slm leaked with power injector on (B)(6) 2025, the patient did coronary cta enhancement examination to place the indwelling needle, high-pressure injection of contrast medium when the burst tube, can not be used, the patient's emotions are greater. Radiology technicians and nurses immediately replaced the indwelling needle for the patient and did a good job of reassuring and explaining the work, and the replacement of the same batch of indwelling needles after the use of normal. The patient was given a second puncture. At present, only one case was found in this batch. Translated with deepl.com (free version).